Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported meibomian gland debris that was dense and central on the right eye (od) at a 1 day post op exam. A brief description of the event was that the right eye was lifted and cleaned and was required due to lid block that the patient created due to squeezing excessively. The patient had topical steroid dosage increase. The patient's chief complaint was blurry vision, light sensitivity, and poor contrast. As a result of the symptoms, the chief complaint was halos, glares, and shadows and a loss of one line of best correct visual acuity at the one day post op exam. At a 4 month post op exam, the surgery center indicated the symptoms were resolved with no loss of bcva and that the patient was happy. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -6.00 x -1.00 x 30. Left eye pre-op 20/20 -6.00 x -.50 x 175. Post op; bcva from (B)(6) 2015: right eye post-op 20/25. Left eye post-op 20/20. Post op; bcva from (B)(6) 2015: right eye post-op 20/20 -.25 x -1.00 x 6. Left eye post-op 20/20 .50 x -.50 x 6.